Event description:
It was reported that during a stent graft deployment procedure to treat an aneurysm in the internal iliac artery via access through the subclavian artery, the stent graft allegedly partially deployed approximately 1-2 cm on the proximal end and the outer sheath allegedly fractured. Therefore, another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: a stent graft delivery system was returned. Based on the evaluation of the returned sample the reported issue could be confirmed. The outer sheath was found to be elongated which indicated that high release force was present during treatment. This led to the outer sheath fracture and subsequently to a partially deployed stent graft. A manufacturing related issue could not be identified. Based on the information available and the evaluation of the sample a definite root cause for the reported event could not be determined. Labeling review: in reviewing the current labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment." And "a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The IFU further states: "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established." (Results, conclusion).

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified.

Event description:
It was reported that during a stent graft deployment procedure in the internal iliac artery via access through the subclavian artery, the stent graft allegedly partially deployed approximately 1-2 cm on the proximal end and the outer sheath allegedly fractured. Therefore, another device was used to complete the procedure. There was no reported patient injury.